Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose result. Quality control (qc) was within range. The ccc reviewed the result monitors for glucose and found errors. The ccc suspected that this issue was due to the sample mixer. The ccc performed service method testing (smt) and several parameters were out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found that the sample probe (s1) alignment was failed due to the vertical motor coupling failing and replaced the vertical and horizontal belts for the s1 probe. The cse found gel on inside of the aliquot probe and replaced aliquot probe and s1. The cse replaced reagent probe (r1), and aliquot horizontal belts due to for stretching, and wash probe c due to a crimp in tubing from service activity. The cse performed all necessary alignments. The cse ran smt and found elevated reagent arm 2 (r2) mixers and replaced the r2 mixer. The cse ran quick check and qc tests, which were acceptable. The customer ran calibration for glucose, which was acceptable. The cause of the discordant glucose result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose result.